Manufacturer narrative:
The customer's reported complaint description of ceramic tip detached cannot be confirmed. No probe complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR review of the packaging and assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** angiodynamics received a voluntary user medwatch report on october 27, 2023, reference mw5146757. The report did not include any product identifying information other than the product code dqx. No UDI or lot number was provided. Therefore, when submitting the initial (nov. 13, 2023) and final medwatch (nov. 17, 2023) reports for this event, reference (B)(4), we were unable to provide the product UDI information requested in box d4. "Unknown" was inserted in place of the catalog and lot number on the initial report. The e-submitter program does not allow for "unknown" to be added therefore it was left blank. The report did not contain any contact information and was indicated in the "initial reporter" box that the initial reporter wished to remain anonymous. Without any contact information, we were unable to follow up with the reporter to obtain the product UDI or any additional product information. This information was provided in box b5 of the initial report. Reference (B)(4). Correction: added statement **UDI related data quality updates only** per FDA notification request. It was inadvertently not included on the report submitted july 12, 2024.

Manufacturer narrative:
Angiodynamics received a voluntary user medwatch report on october 27, 2023, reference mw5146757. The report did not include any product identifying information other than the product code dqx. No UDI or lot number was provided. Therefore, when submitting the initial (nov. 13, 2023) and final medwatch (nov. 17, 2023) reports for this event, reference (B)(4), we were unable to provide the product UDI information requested in box d4. "Unknown" was inserted in place of the catalog and lot number on the initial report. The e-submitter program does not allow for "unknown" to be added therefore it was left blank. The report did not contain any contact information and was indicated in the "initial reporter" box that the initial reporter wished to remain anonymous. Without any contact information, we were unable to follow up with the reporter to obtain the product UDI or any additional product information. This information was provided in box b5 of the initial report. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user experienced an issue when using a 19cm solero applicator. The applicator was tested with no issues at 100w x 10s. The unit was set for for the open procedure at 100w x 4m. The applicator was placed with no difficulty and three ablations were performed. During repositioning, the applicator was withdrawn and inspected. When withdrawing the applicator after the third ablation, it was noted the the ceramic tip of the probe became disconnect from the probe and detached in the patient. No error codes had displayed during the procedure. The physician was able to remove the tip and complete the procedure with a new of the same device. The patient did not experience any adverse effects or harm due to this incident.